Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor required a pressure calibration. This required a recalibration, which created an alarm condition and stopped the roller pump. The device was not changed out, as they recalibrated the transducer and finished the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: during priming of the cpb circuit, prior to cardiopulmonary bypass, the perfusionist (ccp) had calibrated the disposable pressure transducer that was used to monitor arterial line pressure of the cpb circuit and the transducer was measuring and displaying a pressure. The transducer was connected to the arterial monitor of the system 8000. Later, while the prime solution was being re-circulated (prior to cpb), the ccp heard an audible tone (alarm) and he noticed the arterial pump had stopped. He noticed the air bubble detector (abd) and level sensor were not in the alarm mode, but he noticed that the arterial line pressure transducer (on the arterial monitor) was now displaying "cal," not displaying a pressure. The ccp opened the transducer to atmosphere and he was able to zero the transducer and again was able to measure pressure in the cpb circuit. Cpb was initiated without issue and the patient was started to be cooled. The aortic cross-clamp was applied and the heart was arrested with a cardioplegic solution, per routine practice. Later in cpb, the ccp heard an audible alarm and noticed the arterial pump had stopped. In review of this system, he observed that the arterial line pressure was again displayed as cal and the timers on the arterial monitor were reset to 0:00:00. It appeared the entire arterial monitor had reset. The ccp quickly restarted the arterial roller pump and returned to cpb in about ten seconds. While back on cpb, the ccp changed the disposable pressure transducer and was not able to zero the transducer. The ccp then changed the connecting cable between the transducer and the arterial monitor and he was then able to calibrate the transducer and he was again able to measure and display the arterial line pressure. No other issues occurred during the remainder of cpb. The case was completed successfully without delay of the surgical procedure and without associated blood loss. There was no harm observed or reported.